Manufacturer narrative:
Pending evaluation.

Event description:
Patient presented with pain in knee. The surgeon went in with a scope and noticed scar tissue and fragments of polyethylene floating around. He noted the poly looked worn and had deformations. He sucked out several pieces. No revision occurred.

Event description:
No additional information has been provided on the patient or event.

Manufacturer narrative:
Device evaluated by MFR: the complaint product was not received for evaluation, it remains implanted. The complaint of prosthesis wear is not confirmed. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. Manufacturing data could not be reviewed because the manufacturing lot/serial information was not provided. The knee prosthesis wear reported was likely the result of wear of the posterior medial aspect of the tibial insert, possibly related to excessive overall posterior tibial slope of the tibial insert. However, this cannot be confirmed because the component was not returned for evaluation. Review of labeling shows: device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. Possible detachment of the coating(s) on the components, potentially leading to increased debris particles. It is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. There is no patient information provided; therefore, it is not possible to assess the patient risk/clinical factors. This device is used for treatment not diagnosis. Request for information on the patient and event have been made.